Event description:
It was reported that a balloon burst occurred. The stenosed target lesion was located in the vessel below the knee. A 3.0mm x 150mm x 150cm sterling sl balloon catheter was advanced for dilation. During the procedure, the balloon burst as soon as the contrast was injected. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that a balloon burst occurred. The stenosed target lesion was located in the vessel below the knee. A 3.0mm x 150mm x 150cm sterling sl balloon catheter was advanced for dilation. During the procedure, the balloon burst as soon as the contrast was injected. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the target lesion was non-tortuous. The balloon ruptured upon first inflation at 8 atmospheres. The device was removed without any problem using the normal method.

Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information.